Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's mother reported via phone call indicating that the customer was hospitalized on (B)(6) 2015 with a low blood glucose level of 18 mg/dl. The customer's mother called the paramedics after finding the customer unconscious. The customer was treated for their blood glucose with juice but bloused not realizing prior to the incident. The caller sated that the insulin pump was splashed with fluid but not submerged. The customer will call back to troubleshoot the issue. The customer did not return the product back for analysis.